Event description:
Several somewhat limited due to body habitus. Right upper quadrant cholecystectomy surgical clips are seen. No radiographic radiopaque foreign bodies are identified within the limitations of the study. Left upper quadrant enteric feeding tube is noted. K17 ce0123usa. FDA safety report ID# (B)(4).